Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Additional information received from the user facility states that there was no patient injury. The procedure was completed using another camera, which was the same model. The device was set up correctly and the proper ancillary equipment was being used. During inspection there was no damage or abnormalities noted. The camera head is being stored in its case when it is not in use. Reprocessing of the camera is being followed per the manual. It is unknown if there were any kinks or twists in the cable cord. The camera head was compatible with all equipment. The nurses, techs and everyone coming in contact with the device are experienced and have been doing this for many years. There was no debris noted on the camera lens. The exact date of the event is unknown. An additional contact is unknown as it is unknown who used this device and on which case.

Manufacturer narrative:
The device was returned to the service center for evaluation. The inspection found that the 1 and 2 switch buttons functioned intermittently. Also, the printed circuit board was found to be faulty. It was determined that the image issue was due to a faulty cable.

Event description:
The service center was informed that during an unspecified procedure, the camera head displayed no image .it is unknown if the intended procedure was completed. There was no patient injury reported.